Event description:
Boston scientific -guidant- ventricular pacemaker electrode model 4260, had separation between the distal terminal pin and ring electrodes causing loss of pacing in pacemaker dependent patient at time of replacement of pacemaker pulse generator at end of service. Dates of use: 1987 -- 2009. Diagnosis or reason for use: complete heart block pacemaker therapy.